Event description:
Update was received that the lead was replaced. The device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance and low output current. X-ray images were taken and provided to livanova for review. X-ray images were received and reviewed. The x-rays were provided after a report high impedance. The generator placement was located in the patient¿s upper left chest at rib six, lower than what is recommended by labeling. The feedthrough wires were intact, and the connector pin appears to be fully inserted. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. Two tie downs, and a strain relief ben was present, however a strain relief loop was not visualized. The lead does appear to be routed behind the generator. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Based on the x-rays received no conclusion can be drawn on the high impedance. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information was received noting the patient has not experienced any recent trauma or manipulation. It was noted that the physician feels this is a fracture issue, caused by poor strain relief based on his review of the x-rays, however livanova's review of the images did not reveal a clear and obvious fracture. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received containing patient & product information. The physician believed the cause of the high impedance was due to inadequate strain relief. The patient has been referred for surgery however surgery has not occurred to date.

Event description:
The suspect device was received for analysis. Device evaluation has not been completed to date.

Event description:
Device evaluation was completed.

Manufacturer narrative:
B5, corrected data: supplemental report #5 inadvertently omitted information regarding product analysis results. D3 corrected data: the supplemental reports #3, #4 and #5 were inadvertently submitted without providing the manufacturer's information. G1 corrected data: the supplemental reports #3, #4 and #5 were inadvertently submitted without providing the manufacturer's information. G3 corrected data: the supplemental reports #3, #4 and #5 were inadvertently submitted without providing the date the information was received. This field has been updated to account for this supplemental #6 report. D8 corrected data: the supplemental report #5 was inadvertently submitted with "no" selected for 'device returned to manufacturer'. H6 corrected data: the supplemental report #5 was inadvertently submitted without codes to address corrosion and fluid leaks.

Event description:
Abrasions were observed in various areas of the suspect lead, likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer tubing, in some areas; however, no obvious point of entrance was noted other than the identified cut openings and the abraded/cut ends of the returned lead portion.